Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms. Non-invasive programmed stimulation (nips) was performed and the physician felt it was satisfactory and will continue to monitor the patient going forward. To date, no additional adverse patient effects have been reported.